Event description:
During patient use, the customer reported the autopulse platform (sn (B)(4) powered itself off after 28 minutes of compressions right before the battery swap at a pulse check. A new fully charged autopulse li-ion battery was inserted and the platform stopped again every 5 compressions after initializing and resetting the lifeband for another 4-5 attempts. The staff reverted to manual CPR for the remaining of the rescue. After the event, both batteries performed as intended when tested with a different platform and manikin. No impact or consequence to patient.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) powering itself off multiple times during compressions was not confirmed during the preliminary functional testing but was confirmed during the archive data review. The archive file showed the device displayed (ua)29 (brake malfunction) and (ua)17 (motor on for too long during active operation) and then shut off unexpectedly, near the event date. The probable root cause of the device shutting off unexpectedly could not be conclusively determined. However, the power distribution board will be replaced as a preventive precautionary measure to help prevent reoccurrence. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive file showed the device stopped compressions and displayed (ua)29 (brake malfunction) and (ua)17 (motor on for too long during active operation) error messages and then shut off unexpectedly when those advisories occurred near the event date, thus confirming the reported complaint. For (ua) 29, the brake monitoring circuit detected a loss of connectivity on the brake driving circuit during active operation. It was checked and verified that both the brake cables from the drive train motor are installed & seated securely to the power distribution board (pdb). For (ua) 17, the motor was on for too long during active operation. The autopulse platform did not reach the target depth within the specification time. The max load sum, the take-up target, and the encoder take-up end values indicate the patient chest circumference was that of a regular sized patient. The autopulse platform passed the initial functional test without any fault or error. The customer reported complaint, and the errors observed in the archive were not reproduced during the functional testing. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).